Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the image difficulty. There was no evidence of fluid invasion in the electrical connector or control body area. The image difficulty was then isolated to a damaged charge coupled device (ccd) unit. The device was serviced and was returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy, the image was lost. The procedure was completed using a different, but similar device. There was no pt injury reported.